Event description:
This unsolicited device case from (B)(6) was received on (B)(6) 2015, from a patient. This case involves a (B)(6) male patient who removed 90 ml of fluid, had some pain and discomfort recently in his knee (subtherapeutic response), a bit of swelling and discomfort recently in his knee (discomfort in joints), after receiving treatment with synvisc. Synvisc was injected without removing any fluid from knee (device use error). No past drugs, concomitant medications and concurrent condition was reported. On an unknown date in (B)(6) 2015, the patient received treatment with intra-articular synvisc injection at a dose of 2ml weekly, (batch/lot number and expiration date: not provided), into an unspecified knee for osteoarthritis. It was reported that the doctor injected synvisc without removing any fluid from his knee (device use error). The fluid was in the knee before the synvisc injection. It was further reported that originally the doctor only ordered 1 shot of 2ml into the knee and the patient himself had to tell the doctor that the dose was 3 different injections of 2ml in the knee. The patient received three injections. On an unknown date in 2015, the patient experienced some pain and discomfort recently in his knee (subtherapeutic response). It was reported that the synvisc had helped somewhat but the patient was experiencing a bit of swelling and discomfort so he recently consulted a different doctor who told him that the injections were not done properly and told him that he should have had his x-rays standing up and that the fluid in his knee should have been removed before injecting synvisc. On an unknown date, the doctor removed 90 ml of fluid and administered a cortisone shot. Corrective treatment: cortisone for removed 90 ml of fluid, a bit of swelling and not reported for discomfort; recently in his knee (discomfort in joints). Outcome: unknown for removed 90 ml of fluid, a bit of swelling and discomfort recently in his knee (discomfort in joints). A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Seriousness criterion: required intervention for removed 90 ml of fluid and a bit of swelling.

Manufacturer narrative:
Additional information was received on july 2, 2015: outcome of the events of "removed 90 ml of fluid", "a bit of swelling" and "discomfort recently in his knee (discomfort in joints)" was updated from "unknown" to "not recovered" and product expiry date updated tp march 2017. Text was amended accordingly.

Manufacturer narrative:
Additional information was received on july 23, 2015 from patient. Indication for the suspect drug was updated. Clinical story was updated and text was amended accordingly.

Event description:
Further it was reported that just last week, on an unknown date in (B)(6) 2015, the patient has his knee drained again with 60 ml of fluid by a new doctor. The current doctor has scheduled a cortisone injection sooner than 3 months apart, sometime at the end of (B)(6) 2015.